Manufacturer narrative:
Updated data: h2 h3 image review: pre-implant computed tomography (CT) imaging were provided. Aortic valve appears to be trileaflet with heavy calcific ation. Annulus perimeter is 89.3 millimeter (mm) with a perimeter derived diameter of 28.4 mm suggesting a 34 mm evolut. Imaging confirms a horizontal aorta with an aortic root angulation of 69° in the coplanar view and 70° in the coronal view. Report review: 3mensio case report provided. Annulus perimeter measured 88.9 mm with a perimeter derived diameter of 28.3 mm suggesting a 34 mm evolut. Severe calcification of aortic valve leaflets noted. Aortic root angulation was not provided or mentioned in the report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012472512); product type: 0195-heart valves; implant date ; explant date product ID evolutfx-34 (j292779); product type: 0195-heart valves; implant date (B)(6) 2025;  select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter heart valve procedure involving the evolut fx valve, a pre-implant balloon aortic valvuloplasty was performed using a 24 mm balloon. The valve and delivery catheter system were inserted into the patient and advanced to the annulus. Following initial deployment, a partial recapture was needed. The valve was implanted at a depth of 6 mm from the non-coronary sinus. After implantation, angiographic review revealed that the valve dislodged towards the left ventricular outflow tract to a depth of 12 mm. Despite post-dilation with a 26 millimeter true balloon, the valve did not reposition into the annulus as intended. Consequently, a snare guide was used to stabilize the first valve, and a second 34 millimeter valve was placed, which remained functional. Moderate aortic regurgitation was observed following the procedure.

Manufacturer narrative:
Image review: six intraprocedural fluoroscopic images were provided for review. The patient¿s executive summary was provided for anatomical review. The annulus perimeter measured 88.9mm with a perimeter derived diameter of 28.3mm suggesting a 34mm valve. The patient¿s aortic valve appeared to be significantly calcified. It was reported that a pre-implant balloon dilation was performed prior to the valve implantation. Fluoroscopic valve load inspection was performed and confirmed a good load. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth appeared to be approximately 8mm on the left-coronary cusp (lcc) in the lao view. Depth assessment in the cusp overlap view was not provided therefore depth on the non-coronary cusp (ncc) is unknown. Depth assessment at the ncc is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the lcc. The valve may be released once these steps are completed. Furthermore, the target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. In this case, a recapture was warranted. However, the valve was released, and subsequent angiogram shows the valve dislodged deeper to a depth of approximately 12mm. Subsequently, the dislodged valve was snared to stabilize the valve, and a second valve was implanted. Final angiogram reveals significant aortic regurgitation. There is no evidence of any further intervention. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a transcatheter heart valve procedure involving the evolut fx valve, a pre-implant balloon aortic valv uloplasty was performed using a 24 mm balloon. The valve and delivery catheter system were inserted into the patient and advanced to the annulus. Following initial deployment, a partial recapture was needed. The valve was implanted at a depth of 6 mm from the non-coronary sinus. After implantation, angiographic review revealed that the valve dislodged towards the left ventricular outflow tract to a depth of 12 mm. Despite post-dilation with a 26 millimeter true balloon, the valve did not reposition into the annulus as intended. Consequently, a snare guide was used to stabilize the first valve, and a second 34 millimeter valve was placed, which remained functional. Moderate aortic regurgitation was observed following the procedure. Additional information was received that the starting point of the deployment was at the bottom of the pigtail catheter. A medtronic (confida) guidewire was used at the beginning, then a non-medtronic (lunderquist) guidewire was used. No further treatment was prescribed. It was reported that the patient's 69 degree root angulation of the aorta contributed to the event.

Manufacturer narrative:
Corrected data: a1 d4 h4 h8 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.